Event description:
It was reported that 1 pn relion 31g x 6mm 3b needle was unable to deliver insulin/medication and was difficult to operate or not working/functioning. The following information was provided by the initial reporter : material no. 320617; batch no. 0140339. The consumer reported needle clogged during priming and stated that there is no insulin flow. The consumer also reported that the needles will not attach properly onto the pen. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test and thread function was conducted on 7pcs retention samples. No failure was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pn relion 31g x 6mm 3b needle was unable to deliver insulin/medication and was difficult to operate or not working/functioning. The following information was provided by the initial reporter :material no. 320617, batch no. 0140339.the consumer reported needle clogged during priming and stated that there is no insulin flow.the consumer also reported that the needles will not attach properly onto the pen. Date of event: unknown.samples: discarded,